Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples or photos available for evaluation. As a result, a potential root cause is unable to be defined and no corrective actions are required at this time. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: a potential root cause is unable to be defined. Rationale: no corrective actions are required.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger was difficult to pull back during use. The following information was provided by the initial reporter: "caller reported plunger was extremely hard when attempting to pull back initially to the point that she was unable to use."